Event description:
Terumo medical corporation received the following reported information: this product was used for balloon dilation of the first septal branch and the origin of the septal branch in calcified lesions of the left anterior descending artery (lad). Izanai got trapped midway through and could not take out, so two sions were used and attempted to twist and take the trapped izanai ou. However, it broke off along the way and remained inside the patient's body. The remaining broken piece inside the patient's body was pushed out with a balloon, and then a stent was placed to complete the procedure. At this point in time, there is no particular change in the patient's condition and there are no problems.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned. Since the actual device was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is foldedas shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.